Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed a moderate paravalvular leak (pvl). Additionally, a possible short segment dissection in the abdominal aorta was observed. Per the physician, the depth of implant of the valve was identified as a contributing factor to the pvl.

Event description:
It was reported that approximately 1 month following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed a moderate paravalvular leak (pvl). Additionally, a possible short segment dissection in the abdominal aorta was observed. Per the physician, the depth of implant of the valve was identified as a contributing factor to the pvl. Additional information was received indicating that approximately 1 month and 2 weeks later, a valve in valve procedure was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.